Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that prior to implant attempt the device battery was tested while still in the packaging and battery voltage was deemed too low to implant. The device was not implanted and is to be returned. No patient complications have been reported as a result of this event.